Manufacturer narrative:
Olympus technical assistance center (tac) instructed the customer to disconnect the footswitch. The customer powered the device off and disconnected and reconnected the footswitch. At the time of the call, the error was unable to be duplicated. Upon follow up with the customer, it was reported that the issue had not reoccurred and the device would not be returned. No further details could be provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), the hf unit ¿esg-400¿ generator received an e433 error code which is an auto-restart malfunction. There were no reports of patient harm.